Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2009 to treat rectocele, cystocele and vaginal vault prolapse. It was also reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, recurrence and neuromuscular problems. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and pinnacle pelvic floor repair kit were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).